Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received therapy while exercising. During a follow up interrogation, noise and oversensing were reproducible via maneuvers in the primary and secondary, sensing vectors. Technical svs (ts) reviewed device data confirming the therapy had been inappropriately delivered based on stored electrograms; ts also confirmed of the two sensing vectors, primary appeared to be the most optimal as it exhibited a larger signal and t-wave ratio. To date the system remains implanted and in service with no add'l complications and no further adverse effects reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.